Event description:
Surgeon was implanting a hip fracture femoral stem when the inserter/extractor threads broke off in the implant. There was no adverse consequence for the patient or delay in surgery or anesthesia time.